Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: returned for evaluation a meridian filter lodged inside the introducer sheath. The tuohy-borst was returned loose. No other visual anomalies were seen on the returned device. Functional/performance evaluation: the introducer sheath segment was cut circumferentially and the filter was removed distally from the sheath. Upon removal, two of the filter legs were crossed. All 6 filter legs/feet and arms were present and intact. The inner surface of the cut sheath was examined and no anomalies could be noticed. In addition, the blue sheath hub was cut in two pieces exposing the inner surfaces of the hub and sheath. Upon visual examination of the inner hub surface, no anomalies were noticed. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for filter failing to advance through the introducer sheath. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the meridian filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck inside the delivery sheath and could not be deployed; therefore, the filter and delivery sheath were exchanged for a new filter that was prepped and deployed successfully. There was no reported patient injury.